Manufacturer narrative:
The device was not evaluated as the customer did not make the device accessible for testing.

Event description:
It was reported that there was an inability to disengage the cot from the cot fastener. The customer did not provide a model or serial number, and has since canceled the work order. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.